Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to loss of capture. The specific details of the issue were not communicated, as we were informed at a subsequent revision procedure. No additional adverse patient effects were reported.